Manufacturer narrative:
A steris account manager arrived on site, inspected the washer and accessories and found the washer cart and cart basket's coating was deteriorating, creating the reported black plastic fragments. The washer, washer cart, and baskets are not maintained by steris. The facility has ordered new baskets and a new model cart to replace all damaged washer accessories at their facility. In addition, the steris account manager was informed the facility is working on addressing steam quality issues at their location. The poor steam quality may have additionally contributed to the black particles found in the washer. The reliance 130 cart washer was descaled and all debris was removed from the unit. A test cycle was performed and the unit was confirmed to be operating according to specification. The reliance 130 operator manual (4-14) states, "good hospital practice dictates all instruments be inspected for visual debris after processing in the reliance 130/130l cart and utensil washer/disinfector. Any instrument with visible debris must be reprocessed until clean and free of visible debris prior to terminal processing. Unit has been validated to remove between 99% and 100% of visible debris on all items processed under representative soil conditions, when used in accordance with operating instructions in this manual. Failure to reprocess until all visible debris have been removed may impede terminal processing." The unit is currently operational; no further issues have been reported.

Event description:
The user facility reported black plastic fragments were identified following completed cycles in the reliance 130 cart and utensil washer/disinfector. The facility confirmed that all loads from the washer are visually inspected and reprocessed when foreign material is identified. Procedural cancellations were reported due to the issue.